Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (07/2021).

Event description:
It was reported that prior to a procedure, the catheter was allegedly torn after flushing. There was no patient contact.

Event description:
It was reported that during preparation for a catheter placement procedure, the catheter was allegedly torn after flushing. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, single-lumen, 9.6f products are identified in d2 and g4. H10: d4 (expiry date: 07/2021), g3. H11: d4 (medical device catalog number), h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 12.0 cm from the distal end of the luer. However, the edges of the complete circumferential break were noted to be smooth, with striations noted on the surface. The distal catheter segment was not returned. The investigation is confirmed for the reported catheter fracture issue, as a partial circumferential break was noted approximately 5 mm from the distal end of the luer. The edges of the partial circumferential break were observed to be jagged in one region of the inner sleeve, and smooth on the surface of the outer sleeve. No notable defects were noted on the luer. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, single-lumen, 9.6f products are identified in d2 and g4. H10: d4 (expiry date: 07/2021), h11: h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation for a catheter placement procedure, the catheter was allegedly torn after flushing. There was no patient contact.